Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle ten. The patient's ultrafiltration reading was 674ml, indicating the home patient (hp) drained 674ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs, however the cause could not be determined. If additional relevant information becomes available, a follow up report will be submitted.